Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, d10, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) replaced the ac power cord reel (0012-00-1688-05). Tested the device as per specifications. Performed the electrical safety testing. Device is working within specifications.

Event description:
It was reported during routine testing that the power cable of the cardiosave intra-aortic balloon pump (iabp) needs to be replaced and loose wire in the unit. No patient was involved.

Manufacturer narrative:
Updated fields - b4,d9, g1, g3, g6, h2, h3,h6 ( type of investigation, investigation findings, investigation conclusion), h11. Corrected feilds- d1. A getinge field service engineer (fse) have sent the quote to the customer and waiting for approval. The repair is not yet performed. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it. Parent record # (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the power cable of the cardiosave intra-aortic balloon pump (iabp) needs to be replaced and loose wire in the unit. No one was harmed.